Manufacturer narrative:
Additional information added to: suspect set as model 2420-0007 the customer¿s report that the tubing set separated and leaked was confirmed. The separation was observed at the engagement between the exit of the lowest smartsite valve and tubing components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement. Dimensional analysis of the separated tubing noted it was within specification of 0.145 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause was due to insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that the tubing set separated and leaked. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Report source: supply chain operations. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set separated and leaked. The customer later stated that there were no adverse effects caused to the patient from the event.